Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level and under delivery of insulin. Customer¿s blood glucose value at time of incident was from 500 mg/dl to 600mg/dl and current blood glucose value was 208 mg/dl. Customer treated with manual injection. Insulin pump will be returned for analysis.